Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the pulse generator confirmed sterilization of the device prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated the pt has a hole draining from his generator incision site 22 months post implant. The pt reported that he had a blister at the site and it popped leaving a hole, which began to drain. Cultures were taken and sent to the lab for analysis. To date, the infection had not responded to the antibiotics he was given. Physician is going to have the generator explanted.